Event description:
It was reported that during a da vinci-assisted surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that several error codes were showing on the display. The isi tse viewed the system event logs and noticed several error codes m-11, c-34 and c-30 indicating a faulty energy device. The isi tse asked the site to restart the integrated electrosurgical unit (iesu) with no change. The customer stated that they had a force triad generator and would use it with a y cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the isi device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.